Event description:
It was reported, the physician was doing a permanent implant where a ¿used¿ electrode was already implanted in the patient. The attached extension cable was removed and the physician tried to put the electrode in the implantable neurostimulator (ins). The physician did not succeed in this and tried to remove the electrode. It was noted the electrode was properly fastened even the screw wasn¿t tightened yet. She didn¿t manage to screw ins screw at all. It was noted there was no injury and the patient planned to be implanted again on 2013 (B)(6). It was noted, the physician was able to put the electrode into the ins, but not firmly. She tried to remove the electrode but it was fastened. It was also stated the physician screwed the ins in a way that the screw was fastened but was not able to unscrew with the torque wrench. There were two problems noted, the electrode didn¿t go firmly into the ins and later it couldn¿t be pulled out. It was also noted the screw in the ins was not able to move.

Manufacturer narrative:
Product ID 3093-28 lot# unknown, implanted: 2013 (B)(6); product type lead product ID neu_pe rc_extension lot# unknown, implanted: 2013 (B)(6); product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # unknown, implanted: (B)(6) 2013, product type lead; product ID neu_pe rc_extension, lot # unknown, implanted: (B)(6) 2013, product type extension; product ID neu_perc_extension, lot # unknown, implanted: (B)(6) 2013, product type extension. Analysis of the ins found the ins set screw was cross threaded and backed out too far into the tecothane of the connector block. Analysis of the lead found the proximal end of the lead was stretched. The lead was able to be inserted and withdrawn from the ins, but with some difficulty observed due to the stretching. Analysis of the extension found the #0 conductor was kinked at the edge of the #0 connector block, indicating the block twisted in the molded rubber.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.